Manufacturer narrative:
H3 - lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Corrected data: h6 - health effect clinical code: 4581 - photophobia, local adhesion of anterior chamber angle, should have been included. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -16.00/1.5/085 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown. Reportedly, "the patient experienced intense photophobia and local adhesion of the anterior chamber angle was observed postoperatively, so surgeon decided to exchange the lens. After exchange, the eye condition is good."